Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 225mg/dl, 322mg/dl, 187mg/dl. Tests were done within 10 minutes with a difference of 33%. Patient did not experience any adverse events. No further information has been reported. Note: customer using alcohol prep on fingers before testing.